Manufacturer narrative:
Spacelabs has conducted an investigation into the cause of this issue and concluded that there was no adverse event. The investigation found that the issue occurred during a planned service activity to upgrade the hospital¿s central station and telemetry systems. Investigation findings show that there was not an interruption in monitoring. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that the customer was unable to monitor telemetry beds. No injury was reported with this event.